Event description:
It was reported that the user experienced recurring low glucose readings overnight, with the lowest reported value of 72 mg/dl, in the context of reduced meal announcements after a recent diet change and was routed for additional training. Symptoms included hypoglycemia. Outcomes included no alarms and no hospitalization. Investigation included review of device data and user reports, troubleshooting, and user education by customer care with referral for additional training. Investigation of this case revealed use error related to incorrect or missed meal announcements contributing to perceived low glucose events, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error due to inadequate meal announcement and carbohydrate entry, addressed through education and training.

Manufacturer narrative:
Initial.